Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged "the pump randomly gave a load cartridge message even though the cartridge was already in the pump and filled with insulin". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 24-jul-2018 device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: on investigation, the pump was exercised for 24 hours without any errors occurring during the testing. The pump did not display "load cartridge" at any time randomly during the testing. There were no hypersensitive or stuck keypad buttons on testing. Investigation did not confirm nor duplicate the alleged issue and the pump was found to be operating as intended without malfunction or defect.